Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: neither battery cap nor cartridge cap was returned with the pump for investigation; test caps were used to complete the investigation. Review of the black box data the last basal delivery was recorded on february 26, 2015 at 7:25 pm. There was no activity outside normal use observed. The total daily dose added up to correctly reflect the programmed basal target rate. On investigation, the pump was exercised for 24 hours without error, alarm or warning occurring. The pump was found to be delivering accurately without malfunction. Investigation did not duplicate or confirm a history/settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).